Event description:
User facility mandatory medwatch was received that stated the following: "physician was giving anesthesia. He added this extension tubing to the IV line. Part way through the case, physician noticed the bed was wet and checked under the sterile field. Physician noticed there was a pinhole in the extension tubing. Physician noted that packaging for the tubing had been intact. The defective tubing was replaced." Upon further query the following information was provided that indicated a hole resulting in a leak. The extension tubing set was being used to deliver an unspecified volume of lactated ringers (lr), at an unspecified rate. After approximately a couple hours, it was reported that an unspecified volume of solution leaked from a pinhole located approximately midway on the extension tubing set. It was reported that enough solution leaked to soak the underside of the operating bed. The customer contact described the leak as a very fine spray. The tubing set was replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.